Manufacturer narrative:
Based on the reported info and evaluation of the returned product, the findings were as follows: the reported incident could not be duplicated. The returned unit passed all functional testing requirements. The lock had both rotational and lateral movement and residue buildup was present but this would not have caused the 80 pound torque knob not to hold pressure. The last date the returned unit was in for service was 2009. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
On (B)(6) 2011, the pt was in a prone position for a cervical fusion. No stereotaxy device was used integra mayfield skull pins (type and lot unk) were used. While putting on the skull clamp, the surgeon was unable to get the clamp to the desired pressure. The surgeon was not able to get the torque screw to 80 pounds of pressure. Another skull clamp was used and it worked fine. There was no pt injury and surgery delay was reported to be less than five minutes, only long enough to get another clamp. Surgery was completed without any problems.